Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the video system center was unable to capture images, serial digital interface malfunctioned. The issue was identified at the time of inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no signal on digital visual interface, poor printed circuit board, occasional image interference, loose serial digital interface (sdi). A root cause could not be identified. Based on the results of the investigation, it is likely the device is unable to capture images due to poor printed circuit board, occasional image interference occurred due to loose sdi interface. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.